Event description:
The consumer reported, using the product for four hours on the middle left side of her back to help recover from surgery. When the patch was removed, the consumer claimed to have received a second degree burn with skin removal resulting in scarring. The consumer did not seek medical attention at the time, but consulted with her doctor at an unspecified point in time after the incident.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.